Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the logs were reviewed. Four sessions involved laser applications. Besides double checking for the used laser powers and durations, data was analyzed for the time between phase reference setting and the last image in session as to confirm that phase reference was reset within 10 minutes and the time between phase reference setting and previous session's ablation as to confirm that the ablated tissue had reasonable cooling time. The phase reference was set once in each session before heating. Ablation movie sessions for all four logs were provided. The first and last live magnitude images from log 5 and 6 were provided to show any change in contrast. It was noted that there was change between the first and last image in those sessions. The images did not contain a digital intercommunication of medicine (dicom) header that would help confirm the magnetic resonance imaging (MRI) scan parameters settings on the scanner side. The data provided showed that thermal therapy system was working as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient had increased intracranial pressure (icp) and was treated with an external ventricular drain (evd). The patient stayed in the hospital an additional day. The issue has been resolved and the patient is doing fine. The surgeon reported that nothing out of the ordinary happened during the case with the technology and the surgeon alleged that it worked fine.

Manufacturer narrative:
No evaluation was performed because the resolution was confirmed on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation. It was reported that post-operatively, a patient needed to come in to relieve intracranial pressure. The patient also had blown a pupil. The case was a two target case with two two-minute burns per lesion and the procedure had been completed with no surgical delay. The patient was treated and nothing was noticed during the procedure.